Manufacturer narrative:
Qc was performed before the event and results were within established ranges. A field service engineer (fse) was dispatched: the fse replaced the wash collar and sample probe. Bci followed-up with the customer on (B)(6) 2010, and the customer stated that qc results generated on this instrument are consistent and within established ranges. Root cause of this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that synchron lxi 725 clinical system generated digoxin (dign) results of <0.2ng/ml and the customer did not believe in the results. The customer diluted the sample with drug cal ii, level 4, but the results did not match per calculation. The customer sent the samples out to another lab for confirmation and generated results were higher and were reported out of the lab. The low results were not reported out of the lab. Patient treatment was not affected.